Event description:
Procedure type: unk. According to the reporter: during the surgery, a part of the device was found outside the patient's cavity. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. Procedure was completed with this device. No patient injury was reported.

Manufacturer narrative:
Report sent: 10/19/2007.